Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
"Vats. Lobectomy - mr (B)(6),the consultant noticed a small tear in sheath of the xs alexis midway through his vats lobectomy case. Up until the point mr klimatsidas noticed the tear a number of instruments had been placed through the alexis including hooked diathermy, covidien stapler and grasper. When discussing the incident with mr (B)(6) he commented that it was possible that he may have caught the sheath with the hooked diathermy. The xs alexis was replaced and case completed as normal. The alexis with the tear was disposed with after the case." Patient status - "no patient injury."